Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was there any bleeding that occurred when clips fell off? Yes. Was there any leak that occurred when clips fell off? Yes. What structure did clips fall from? Arterie, ductus cystcus or ductus coledacus. If bleeding, please quantify amount of bleeding? Kind of bleeding was not dangerous. Was patient given any blood products? No. Was there any change to procedure or post-op patient care? No. How was bleeding or leak controlled? A new device was opened. How was case completed? With a new ligamax.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. A bag with two malformed clips was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a galle procedure the clips didn´t hold. No further information. No consequences for the patient.